Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer noted the screen went blank after no interaction. Customer noted the device was not dropped, bumped, or exposed to moisture. Customer was advised to clean out the battery cap and change the batteries, but that did not restore the screen. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump was monitored for several days and no blank display anomaly noted, however, moisture damage found on the electronics and motor. Insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.